Event description:
History of severe asthma. History of seizures. Grand mal seizures well controlled with medication. Tremors and speech difficulties attributed to seizure disorder, not well controlled. Dr. Recommended a vagal nerve stimulator -vns- be implanted. He indicated no adverse problems with the expection of a voice change during the stimulation time and a slight shortness of breath when the vns first turns on. After pt's death rptr found documentation from the manufacturers that this device can cause respiratory problems to be worsened. The pt's asthma very significantly worsened after the vns was implanted in 2002. The doctors did not feel there was any way the vns was a factor. Rptr now through their research has found that the vns did in fact kill the pt.

Event description:
Add'l info received from MFR 5/22/03: the device was not explanted, therefore, cyberonics was unable to perform product analysis. It was reported that the pt was seen by their physician in 10/2002, approx 2 weeks prior to their death. During the visit, routine testing of the generator was performed and it was found to be working appropriately. The death certificate listed the cause of death as bran death, due (or consequence of) anoxic brain injury, due to (or a consequence of) cardiopulmonary arrest, due to (or a consequence of) probable asthma attack. The death certificate listed other significant conditions contributing to death but not resulting in the underlying cause as pneumonia, seizure disorder, and chronic pain. The manner of death was listed as natural. Device history records were reviewed. Review of the records for the generator and lead revealed no anomalies that would adversely affect device performance. Potential adverse events listed in the physician's manual include dyspnea and worsening of asthma and bronchitis.